Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. There was some pacing inhibition noted when the device was being removed from the pocket; the patient was pacemaker dependent. The procedure was completed without any further incidence. The patient's condition was stable prior, during and post procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the pulse generator. The device exhibited backup vvi operation during routine device change out procedure. Should have been malfunction not serious injury as reported.